Event description:
It was reported to philips that the system's acquisition monitor was intermittently blank, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was completed as planned to use the same system. A philips remote service engineer (rse) checked remotely and confirmed the reported issue. Upon troubleshooting, onsite visit, fse identified a link adapter issue causing intermittent blanking of the acquisition monitor, with no loss of live image. To resolve the issue, the fse replaced the mini displayport and return the part for further analysis, but no failure found. After replaced the mini displayport, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned to use the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.